Event description:
It was reported by service report that the head-end would work intermittently, and it was getting stuck at 20 inches high. The lift could not be electronically lowered to the lowest position. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: frayed lift sensor cable at the head-end lift assembly.